Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 watch dog error. 8015 sn: (B)(4) customer wanted to know why when he sent in his 8015 in the first time they didn't fix the problem. I asked the customer what was the problem on why he needed to send it in. The customer stated that the red arrow above the power switch is blinking? So the customer asked what will cause this error. I explain to the customer that, that red arrow is a indictor that your logic board is shorting out, and this will cause that red arrow to blink. The customer stated that he sent the unit in with the same problem, but it came back to him not fixed. So the customer wanted to know do he have to repay for something that he sent in to get fix the first time. I give the customer the number to customer advocacy and the customer said thank you and ended the call.